Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure there was difficulty crossing the lesion and a shaft kinked occurred. The lesion was located in the left circumflex artery. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was raised and misaligned at both the proximal and distal ends of the stent. A visual and microscopic examination found that the hypotube had kinked approximately 2.5cm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).